Event description:
Prior to use, upon removal of the product from the sterile pouch packaging, the tip of the wire was noted kinked and stretched.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.